Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurring overnight low glucose after larger or high-fat evening meals while using the ilet bionic pancreas, with the pump delivering insulin frequently and glucose dropping from approximately 70 mg/dl to 54 mg/dl despite the interface showing zero insulin on board; insufficient device information and no specific device component were identified. Symptoms included hypoglycemia. Outcomes included the need for unexpected medication intervention, specifically treatment with oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific findings and insufficient information related to a device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.